Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they swapped out to current arctic sun device because first device kept priming to 0 l/m water flow rate (wfr). Current device would not start therapy. Walked through stop therapy, empty pads, and disconnect. Device alerted water reservoir below minimum. System diagnostics showed water reservoir level (wrl) was 0. Advised water needs to be added to device for therapy to be initiated. Noted they would need 2.5-3 liters of sterile water. Nurse would get water and fill device. Encouraged them to call back if assistance is needed. Noted proper method for reconnection of pads. Explained if device alerts, call back immediately.